Event description:
It was reported that the patient's chest wall mediport malfunctioned. The mediport had to be removed and replaced. This subjected the patient to an additional surgery. Manufacturer response for smart port mediport, smart port power injectable port (per site reporter): they provided a return shipping label and assured me that an investigation would be conducted into the device's malfunction.